Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At theevent the patient experienced: infection, pain, mobility and swelling. No further patient complications were reported.